Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, the screen was completely white, without any graphics or text. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was in 100-290 mg/dl range.